Manufacturer narrative:
Updated fields: e3, b4,d8, d9, g3, g6, h2,h3, h6(investigation findings,type of investigation, investigation conclusions ), h11. The customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) is going into standby mode, screen is freezing. There was no patient involvement.